Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 47-year-old female patient who had essure (batch no. B66018) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Concurrent conditions included anxiety since (B)(6), gerd since (B)(6), hashimoto's disease since (B)(6), hypothyroidism since (B)(6) and body mass index normal. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2014 to (B)(6) 2014 and levonorgestrel (mirena) since (B)(6) to (B)(6) 2014 for contraception. In (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), dry skin ("other injury(ies) or complication please describe: dry skin") and temperature intolerance ("other injury(ies) or complication please describe: cold intolerance") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In (B)(6) , the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal breakouts") and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, hormone level abnormal, migraine, headache, weight increased, dry skin, temperature intolerance and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, temperature intolerance, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. That it was successful and I could not get pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, mood swings, hormonal breakouts, migraines, headaches, abdominal pain, weight gain, dry skin, cold intolerance were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Lab data were added. Consumers address details were updated. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 47-year-old female patient who had essure (batch no. B66018) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Concurrent conditions included anxiety since 2017, gerd since 2017, hashimoto's disease since 2016, hypothyroidism since 2010 and body mass index normal. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from february 2014 to september 2014 and levonorgestrel (mirena) since 2013 to february 2014 for contraception. In june 2013, the patient had essure inserted. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), dry skin ("other injury(ies) or complication please describe: dry skin") and temperature intolerance ("other injury(ies) or complication please describe: cold intolerance") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal breakouts") and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, hormone level abnormal, migraine, headache, weight increased, dry skin, temperature intolerance and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, temperature intolerance, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 09-jun-2014. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on 10-sep-2014: total bilateral occlusion. That it was successful and I could not get pregnant.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.